Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that air entered the as lvp bld180m 15d dehp line during use and had to be replaced. The following information was provided by the initial reporter: "current tubing available for use, bd alaris pump infusion blood set,  does not have any "y site" ports in the tubing. This is an issue because often times air gets in the line and without the "y site" port there is no way to get air out of pump, so the tubing has to be replaced with new tubing. In addition, the patient does not get the remaining blood in the line."

Event description:
It was reported that air entered the as lvp bld180m 15d dehp line during use and had to be replaced. The following information was provided by the initial reporter: "current tubing available for use, bd alaris pump infusion blood set,  does not have any "y site" ports in the tubing. This is an issue because often times air gets in the line and without the "y site" port there is no way to get air out of pump, so the tubing has to be replaced with new tubing. In addition, the patient does not get the remaining blood in the line."

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported by the customer that the tubing does not have any "y site" and it is getting air in the line. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 10015414 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.